Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary full height 6 had failed. All cubies were not detected on the bus, and there were no lights on the drawer or controller cards. It was determined that the drawer board had caused the failure. A field service engineer replaced the drawer and module controller cards. The storage space frame was configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on bus and external controller card lights were not lighting up. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.